Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of blood result reading of "hi". I then had her run a back to back blood test, hi and hi. Her expected blood range is 140mg/dl-150mg/dl and in the morning should range from 80-95mg/dl. Memory results were (time and date were incorrect). Hi-(B)(6) 11:18pm. Hi-(B)(6)-11:09pm. Hi-(B)(6)-10:40pm. Hi-(B)(6)-10:36pm. Hi-(B)(6)-10:34pm. Customer had been storing the supplies properly at room temperature. She stated that was not feeling well. I advised her to stop using the product and seek medical attention, which she will do. Customer was later contacted, she stated she had seen her doctor (B)(6) 2015 and they were able to confirm that meter was testing accurately. They took blood test, results read at 588mg/dl at the doctor's office.

Manufacturer narrative:
Internal report #: (B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue.